Manufacturer narrative:
Data was not returned for review. Pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue under bench test. The root cause of the low flow was most likely a patient condition as no issue was found on the pump and position was reported to be good.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and low pump flow was encountered. After implant a thrombus was seen in the left atrium; however, this could later not be found with transthoracic echocardiogram/transesophageal echocardiogram. The impella cp pump showed low flow with continuous suction. The pump positioning was noted as good and preload sufficient. The working diagnosis noted thrombus in the cannula. The physician's plan was noted as remove the pump possibly with a sentinel/triguard device, no new pump would be placed, the patient continued with extra-corporeal membrane oxygenation (ECMO) support, and low dose inotropes based on hemodynamics. The pump was successfully explanted, and upon explant, there no visible thrombus in the cannula. The patient was continued with ECMO support as per the plan and noted to be hemodynamically stable.